Event description:
The MFR received info alleging a ventilator stopped operating and failed to alarm. The pt reportedly alert and coherent following the event, but expired a week later. The eval of the device is still in-process. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.